Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that was giving alert 41 (low internal flow) and 02¿s (low flow) when shunt line was connected, troubleshooting showed that the circulation pump at 100 percentage, but inlet pressure was 0.0 and flow rate was 0.0. The device was just in for the 2000-hour preventive maintenance service in april. As per follow up information received via phone on 08dec2022, it was reported that biomed did troubleshooting with mis. Mis determined that the device needed to go out to be fixed for circulation pump that was replaced in april. The device had been sent out for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed circulation pump as the pump motor was locked up. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was giving alert 41 (low internal flow) and 02¿s (low flow) when shunt line was connected, troubleshooting showed that the circulation pump at 100 percentage, but inlet pressure was 0.0 and flow rate was 0.0. The device was just in for the 2000-hour preventive maintenance service in april. As per follow up information received via phone on 08dec2022, it was reported that biomed did troubleshooting with mis. Mis determined that the device needed to go out to be fixed for circulation pump that was replaced in april. The device had been sent out for repair.